Manufacturer narrative:
The customer indicated that the device was discarded and not available for evaluation.

Event description:
The customer reported that on an unknown date between april 1, 2019 and may 20, 2019, a plum set had leakage on the filter during chemotherapy. There was patient involvement, but no harm reported. This report captures 4 of 6 devices.

Manufacturer narrative:
The reported filter leak was confirmed by investigation. No product samples were returned for investigation. A picture was provided by the customer documenting the experienced leak at the filter. The leak is at the air vent of the filter. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. Filter leaks at the filter vent are currently under further investigation at the manufacturing location in costa rica. A batch record review was performed to lot# 896215h, list# 142560488 and the relevant commodities and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements.